Event description:
The following information was provided: left total knee. The revision today was due to hyper extension and instability. The 11 mm insert was removed and replaced with a 14 mm insert to address the instability and hyper extension. It was also discovered that the patella implant was showing signs of wear. The patella was revised to a competitor patella as that is what was available at the hospital. This surgery was added on late and inserts were requested so patella components were not ordered in. No further information available from the doctor or hospital.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.